Manufacturer narrative:
This report is submitted on december 23, 2021.

Event description:
Per the clinic, the patient experienced an infection (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported) due to infection as previously reported. However, the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on january 18, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on march 07, 2022.